Event description:
This is a spontaneous report from a nurse in (B)(6) of break in aseptic technique and peritonitis in a female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from the event of peritonitis. Follow-up information ((B)(4) 2012): further information was received from a nurse. On an unreported date, during the hospitalization, pd therapy was withdrawn and the patient was placed on hemodialysis. On an unreported date, the patient experienced break in aseptic technique which caused peritonitis. The patient was not re-educated on proper aseptic technique as she was placed under the care of the hemodialysis clinic. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.